Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va092jm, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a decreased therapeutic effect or loss of efficacy and a lead migration/dislodgement. Interventions included a reprogramming on (B)(6) 2013 and a reprogramming where the program changed to program 2- amps at 2.3 feeling sensation in pelvis on (B)(6) 2013. The device was reprogrammed to program 3 at 1.6 on (B)(6) 2013, medications of myrbetriq 25 mg 1 po qd were administered on 2013-10-21, and medications of oxybutynin chloride ER 10 mg were administered on (B)(6) 2013. It was reported that the device was reprogrammed where the device was increased from 1.7 to 1.9 on (B)(6) 2013, medications of detrol were administered on (B)(6) 2013, and lastly the device was reprogrammed to program 4 at 3.3 on (B)(6) 2013. On (B)(6) 2013, the sensation was perineal now or close to the vagina. The patient reported that the results have decreased somewhat and they were feeling it more posteriorly. It was reported that the patient went back on their oxybutynin as well but was having a few urge urinary incontinence (uui) episodes on (B)(6) 2013. Additional interventions include a reprogramming to the deepest lead and now they were feeling it perineal/vaginal where all others had been rectally on (B)(6) 2014. There was another reprogramming on (B)(6) 2014 and during another intervention, the device amplitude decreased to 3.5 on (B)(6) 2014. On (B)(6) 2014, the programmed changed from 0 and 1-, 2+ at amplitude 3.5 to c+, 1-, 2- at amplitude 1.4. Additional reprogramming was performed where it was increased on present program to 1.6 and they were feeling sensation on right side of vaginal on (B)(6) 2014. More reprogramming happened where c+, 1-, and 2- with 210 pw at 1.8 amp was changed to c+, 2- and 3- with 240 pw at 1.7 amp where they were feeling tapping in pelvic region on (B)(6) 2014. It was reported that the patient would complete a bladder diary with the device off and would follow up where the amplitude was increased to 2.0 on (B)(6) 2014. The entire system was explanted/replaced on (B)(6) 2014. There was a report that the event was possibly related to the device or therapy and not related to the implant procedure. It was reported that it was due to programming and the most recent interrogation prior to the event was on (B)(6) 2013. Adjustments on (B)(6) 2013 reported only mild improvement of symptoms and on (B)(6) 2013, the patient was doing well. On (B)(6) 2013, post void, there was a report of double voiding and dribbling prior to voiding. It was reported that the issue was resolved without sequelae on (B)(6) 2014. Symptoms included report of less than 50% effective and device adjustment symptoms improving 2 episodes of urinary incontinence (ui) which was unable to suppress with urge suppression technique continue with urgency but not as bothersome. There was a sudden increase of incontinence over two weeks on (B)(6) 2014, did not feel sensation of stimulation and symptoms were poorly controlled on (B)(6) 2014. After a device adjustment with no improvements of symptoms the patient had continued frequency urgency with intermittent incontinence. During a follow up adjustment on (B)(6) 2014, there was limited effectiveness with no change in symptoms when the device was off. Urge incontinence was reported on (B)(6) 2014 and per the hcp notes, the lead were felt to have moved or been damaged. Post revision, it was reported to be good and effect for 70% improvement. It was reported that the issue was resolved without sequelae on (B)(6) 2014. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID (B)(4) lot# va092jm serial# implanted: (B)(6) 2013 explanted: (B)(6) 2014 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the lead migration and loss of efficacy was resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va092jm, implanted: (B)(6) 2013, explanted: (B)(4) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on 2014-05-28, there was an increase of incontinence over the last 2 weeks. There was a report of twitching of the right foot that resolved on (B)(6) 2014. On (B)(6) 2013, the patient had a mild improvement of symptoms and was feeling stimulation vaginally and buttock. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the loss of efficacy was related to the lead migration.